Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump had a time loss/gain of greater than five minutes in a month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: a review of the pump black box data showed no evidence of a time/date issue; several manual time/date changes were observed. During testing, the pump performed the time keeping accuracy test successfully and was able to maintain the correct time and date settings. No errors or warnings occurred during testing. The complaint of a time/date issue was not duplicated during investigation. There was no defect found.